Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted diode, designator cr30. The diode was shorted from legs 5 to 9.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and then the device was returned to the customer for use.

Event description:
The customer reported that their device was not delivering consistent energy levels when testing defibrillation energy delivery. Additionally, the device was displaying the service indicator and had logged a potentially critical event code. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.